Event description:
Reporting status: malfunction. Reporting rationale: the balloon catheter did not completely deflate. Device issue: partial balloon deflation. It was reported the during a ptca procedure, the balloon catheter did not deflate. The catheter did deflate some when a 60cc syringe was used. No additional event or patient information is available.

Manufacturer narrative:
Evaluation summary: quality assurance analysis revealed that the catheter was returned with blood in the guide wire lumen and there was contrast in the inflation lumen and in the balloon. The balloon had been inflated and was partially inflated when the device was received. The outer member, 1 mm proximal to the proximal balloon seal, was necked down for a length of less than 1 mm. There was no other damage noted. A new indeflator was used in an attempt to pressurize the balloon, but due to the necked down outer member, the balloon would not fully inflate. After leaving the device pressurized for several minutes, the balloon did inflate. Negative pressured was applied and the balloon would not deflate. Using a syringe, negative pressure was pulled and the balloon was partially deflated, but it would not deflate all of the way. Using a new guide wire, the guide wire was backloaded through the inner member without resistance. There was no damage noted to the inner member at the location of the necked outer member. Product performance engineering reviewed the incident information and analysis of the returned device. The result from the quality assurance technician (qat) analysis confirmed a slow deflation. Visual inspection of the returned catheter found that the distal shaft, just proximal to the proximal balloon seal, was necked down. This mechanical damage may effect deflation; reduct annular space between the inner member and the outer member and when negative pressure is applied, the outer member material was brought closer to the inner member, reducing contrast flow. This mechanical damage may have occurred during manufacturing, during the device preparation af the customer site, or during the procedure at the customer site, or when attempting to remove the partially inflated balloon from patient anatomy. A conclusive root cause of the slow deflation could not be determined as no damage was reported as being observed during the visual inspection of the device prior to use. A review of the lot history record did not reveal any non-conformances that could have contributed to this complaint. A field discrepancy notification (fdn) exists for this failure mode. The fdn was issued to evaluate the manufacturing process and all investigation activities will be documented in the fdn. Product performance engineering will continue to trend and monitor the incident circumstances. This MDR is considered closed by the product performance group.